Event description:
It was reported that AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Method: product eval pending. Issue is being reported as alert could not be heard by operator.